Manufacturer narrative:
Concomitant product: product ID unknown, product type catheter. (B)(4).

Event description:
It was reported the pump went empty. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was further reported that this patient was seen by the physician in (B)(6) 2013 with increased spasticity. The patient was on oral baclofen at that time. However, it was not known if the oral baclofen was just started by the physician at that time. Per the patient's interrogation in (B)(6) 2013 the last refill was noted to be (B)(6) 2012 at an unknown location. There was no information if this patient experienced withdrawal. The patient evidently was living in a group home situation and the previous patient history was not available. The device system had delivered baclofen. The patient was scheduled for pump replacement on (B)(6), 2014.

Manufacturer narrative:
.

Event description:
The following related information had also been captured in manufacturer report #3004209178-2014-00476: it was reported the patient presented at the hcp's (healthcare provider's) office in (B)(6) 2013 and stated that the pump was placed in 2011. The pump hadn't been refilled since 2011. Additional information was received and it was reported that the pump was not refilled as the hcp could not verify for certain whether or not the inner pump tubing was in proper condition. Additional information was received and it was reported that the pump would be replaced in early january to mid-january. Additional information received reported they were scheduled to replace the pump on (B)(6) 2014, but was cancelled due to a flu epidemic affecting the hospital. This case had not been rescheduled as of yet. Further, the pump had been dry for approximately one to one and a half years, and the patient had been managed on oral baclofen. The reporter was uncertain why the patient was not able to get it filled to begin with. The reporter was not aware of any patient symptoms, nor did they know what medication was in the device before it went dry. The reporter noted it was "likely baclofen since he was put on oral baclofen to avoid withdrawal", however, the reporter could not confirm this. It was again stated that the reporter did not know when the replacement would be rescheduled. However, please note any further information pertaining this event will continue to be captured in manufacturer report #: 3007566237-2013-03612.

Manufacturer narrative:
(B)(4).

Event description:
The following information had also been captured within manufacturer report #3004209178-2014-00503: it was reported there was an alarm heard with telemetry not yet performed. The reporter had been told the pump had been empty since september but the details were not known . The pump was "not functioning" and was scheduled for replacement in (B)(6). The patient was at the hospital for a "neurological change." The patient was currently on oral baclofen. The pump was being used to deliver baclofen. Any further information will now continue to be captured in manufacturer report # 3007566237-2013-03612.